Event description:
It was reported that when the device was used during a lleostomy closure, the device did not fire all the way. Another device was used to complete the case. There was no consequence to the patient.